Manufacturer narrative:
(B)(4). It was reported that an (B)(6) male patient underwent an ablation procedure for persistent left atrial flutter with a thermocool smarttouch bi-directional navigation catheter. During the procedure, 5 minutes post-ablation, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 700cc. Patient was reported to be in stable condition. Patient required 1 day of hospitalization for observation as a result of this adverse event. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Set at 15ml/min when ablating at less than 30 watts and 30ml/min when ablating at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional navigation catheter was in close proximity to the pentaray catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17569202m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. -st. Jude medical brk transseptal needle. Non-biosense webster, inc. - st. Jude medical sl1 8 french sheath. Distributed - mobicath small 8.5 french sheath, model #: unknown, lot #: unknown. Pentaray catheter, model #: unknown, lot #: unknown. Carto 3 system, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for persistent left atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, 5 minutes post-ablation, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 700cc. Patient was reported to be in stable condition. Patient required 1 day of hospitalization for observation as a result of this adverse event. Patient fully recovered. Lab results include creatinine 1.43, platelets 234, inr 2.0, hemoglobin 14.5, and hematocrit 41.3. Cardiovascular medical history includes hypertension. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to ablating near the left atrial appendage (laa) at 43 watts with 40-45 grams of contact force. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheaths in use were a mobicath small 8.5 french and a st. Jude medical sl1 8 french. Generator parameters included power control mode with power cut-off of 45 watts and temperature cut-off of 43 degrees celsius. Generator settings when the adverse event occurred included power at 30 watts (not titrated), temperature at 32 degrees celsius, and impedance of 112 ohms. Overall ablation time was 8 minutes and 24 seconds. There is no information regarding last ablation cycle time. Irrigated catheter flow was

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/28/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).